Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the maestro 4000 foot switch failed to halt radiofrequency (rf) delivery. During an ablation procedure for typical atrial flutter, the maestro 4000 generator did not stop delivering power when foot pedal was released. The foot pedal was stepped on again, but didn't have an effect. It only stopped when the button was pushed on the generator itself. The procedure was completed successfully and no patient complications occurred.